Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the target lesion was located in the mid left anterior descending artery (lad) with no tortuosity, moderate calcification and 90% stenosis. The 2.5 x 12 mm trek rx balloon was used for pre-dilatation of the lesion. The balloon ruptured at 6 atmospheres (atm) during the first inflation. No resistance was noted during the retraction of the balloon catheter from the anatomy. The lesion was further dilated with a 2.5 x 12 mm non-abbott balloon catheter at 10 atm and a xience xpedition stent was implanted to complete the procedure. No adverse patient effects were reported. There was no clinically significant delay of procedure reported.